Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens implantation procedure, the lenses split once implanted. The first iol was removed and replaced with a back-up iol. The back-up iol also split. Additional information has been requested, however, further information has not been received.